Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. - 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: h109 previously reported events are included in this follow-up record.product return status1 device was received.8 devices were not available for evaluation.

Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 11 events were previously reported during the reporting period; however, - 2 previously reported events in this report should have been included under MFR report # 0001811755-2021-00104. - 9 previously reported events are included in this follow-up record. Product return status 7 devices were not available for evaluation. 2 device investigation types have not yet been determined. H3 other text : device not returned.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 44 events were previously reported during the reporting period; however, - 18 previously reported events in this report should have been included under MFR report # 0001811755-2021-00104. - 15 previously reported events in this report should have been included under MFR report # 0001811755-2021-00105. - 11 previously reported events are included in this follow-up record. Product return status: 9 device investigation types have not yet been determined. 2 devices were not received.

Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 44 events were reported for this quarter. Product return status: 11 devices were received. 2 devices were not available for evaluation. 31 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed. 7 reported events were not confirmed. Evaluation results: 3 devices were found to be affected by internal corrosion. 8 devices were found to be affected by lubrication breakdown. Additional information: 44 devices were not labeled for single-use. 44 devices were not reprocessed or reused.

Event description:
This report summarizes 44 malfunction events in which the device reportedly overheated. 42 events had no patient involvement; no patient impact. 2 events had insufficient information received.